Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage at site event on 18-jun-2024. Infusion set has been for 2 days. No further information available.